Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly the instrument was difficult to close. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.